Manufacturer narrative:
Voluntary medwatch report received: mw5166961.

Event description:
Voluntary medwatch received states that the right ventricular (rv) lead exhibited noise. No intervention was reported. The patient had no adverse consequences.